Event description:
A customer contacted baxter to report regarding system error 2240 (air in line) alarm that appeared on the homechoice(hc) display during use. The patient was advised to contact the hospital. The patient explained that when the equipment was disconnected, he realized the table was full of liquid. The patient could not determine the origin of this liquid. During a follow-up, the patient stated that he was prescribed antibiotics upon contacting the hospital.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because, it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter and a lot number was not provided; therefore, no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). This complaint of a leak and reported system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the complaint information, the cause of the alarm was determined to be leak in disposable (unspecified location). Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).